Event description:
It was reported that the customer experienced high blood glucose levels, likely due to the customer having been off the insulin pump for an unidentified amount of time. The blood glucose reading was 501 mg/dl, which the customer treated using the insulin pump. He stated that the infusion set was not adhering properly. He declined troubleshooting and advised that he could get his blood glucose under control. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.